Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: pump stopped due to air in line alarm during an infusion of levophed and patients blood pressure dropped. Detailed inquiry description: nurse was infusing a high dose of levophed to a patient and had multiple air in line alarms which stopped levophed from infusing. States the message was an air bubble alarm and that small microbubbles were present. States they tried switching the tubing to a different pump without success. States original tubing was primed on the pump and y site was tapped during priming. They tried to re prime the tubing manually to see if that made a difference. They tried adding a filter above the pump to see if that helped. They were unable to troubleshoot the air in line alarm and the patients blood pressure dropped. They ended up increasing an infusion of epinephrine that was already running on another pump to increase patients blood pressure. Staff reports the small bubbles that were seen in the tubing didn't look like enough air bubbles that should trigger an air in line alarm. They took another bag of levophed and left it on the counter for 2 hours. They were able to infuse the room temperature bag on the same pump without issue. Description of the patient event blood pressure dropped. Possible lot number: 0061875343 - expiry date 01/31/2026 - production date 02/14/2023. 0061873211 - expiry date 01/31/2026 - production date 02/28/2023. 0061870839 - expiry date 02/28/2026 - production date 03/13/2023. 00vl852461 - expiry date 08/31/2025 - production date 09/02/2022.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple photographs of the incident were submitted for evaluation. The photographs were visually evaluated, and the photographs did not provide the necessary details to confirm the air in line during use. Without a physical sample, it is difficult to determine if any defect could cause the reported incident. Based on the results of the visual evaluation, the reported defect was not confirmed. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.